Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that there was a problem with the c-arm at the site and they were unsure of the root cause of the problem. The c-arm was repaired and new software was loaded onto the system. After recalibration, things were fine.

Manufacturer narrative:
Concomitant medical products: product ID: 9733686, software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. During troubleshooting, it was found that the digital intercommunication of medicine (dicom) properties were correct and the linux command for steps 5.1 were verified, but while checking with command 8.1, it was observed there was no 3d navigation calibration file display. It was suspected that this was a software issue. The software was uninstalled and reinstall and the system was recalibrated with the non-medtronic imaging system. The issue resolved. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a routine checkup, it was observed that the transferred images from the 3d non-medtronic imaging system were not getting displayed in the navigation system. There was no patient present when this issue was identified.